Event description:
It was reported by the patient that they experienced fluttering sensation, which was usually around the same time every evening, while laying down in bed. Follow-up with the clinic indicated that reprogramming was done to turn atrial therapies on. The device remains in use. No further patient complications have been reported as a result of this event.